Event description:
On (B)(6) 2013, the patient underwent an orif of the 3rd metacarpal. As the surgeon was using a small battery drive with a quick coupling for k-wires, he noted that it was not rotating at a high enough speed to drive the k-wire into the bone. The surgeon switched to a spare competitors drill. It was reported that surgery was delayed for five minutes and there were no injuries to the patient. This complaint is on the small battery drive. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be confirmed as synthes lot number. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.